Event description:
A customer reported having issues with the battery not charging the pump. There was no reported impact to the customer¿s blood glucose level. The customer declined further support from technical support, and no additional information was received regarding the outcome of the event.